Event description:
Information alleged that the left siderail was stuck in the down position (siderail could not latch). No injury reported.

Manufacturer narrative:
Technician found that the siderail would not latch due to missing lower pivot bolt and roller guide. Replaced lower pivot bolt and roller guide to resolve this issue. Stretcher found in bed shop.